Event description:
It was reported that the caller helped patient increase stimulation to 1.7 from 1.30. The patient now can feel stimulation. A loss of therapeutic effect was reported. The patient met with manufacturer representative in (B)(6) and her program was adjusted and the patient got relief until (B)(6). The patient has incontinence when water was turned on and also loss of control at night. The patient gets up 3 times a night. The patient was to monitor symptoms and adjust stimulation. The event or symptoms occurrence was noted as unknown. The patient's status was unknown. It was later reported that the patient never had therapeutic effect. The patient still had to run, like when water was running. The patient reports reprogramming done by representative with 3 new programs. The representative stated that her battery was low and needs to be replaced. The caller reports a stinging and shocking or jolting sensation. She spoke with the representative, who advised the patient to turn stimulation down. Her sister turned stimulation down. The patient met with the representative "a month before she met with the doctor which was last month. Later in call, the patient thought the meeting with the representative may had been (B)(6) specifically. It was reported that the doctor turned the ins (stimulator) off in (B)(6) 2015. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fth3, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).